Event description:
Guides seemed to fit well, but we had about a 2/3mm lateral notch on the femur. The tibia had to be recut twice taking an extra +4mm. Evan with the extra 4mm taken, a 10mm articular surface was still a bit tight. About 5-10 minutes delay reported. No injury reported.

Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation that could explain the reported event. The pre-operative plan was reviewed and approved by the physician. The received info indicates the angel wing was not used to verify absence of notching as indicated in the surgical technique. A definitive cause for this specific clinical event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available that changes this assessment, an amended medical device report will be filed.